Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pyelostomy procedure, the thin nitinol guide wire broke and the tip remained in the patient's kidney. The detached piece was removed with a foreign object removal set.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause could not be determined. A review of the complaint database was performed and one similar complaint for this lot number was found. A review of the device history record was performed and no exception documents were identified.